Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (447 mg/dl) with a small-moderate level of ketones. The customer's parent helped deliver a bolus via the pump to address the bg level. The contact thought that the high bg may have been due to the infusion set site being possibly inserted into muscle or scar tissue and the customer was taking medication that can impact the bg level. A pump system check was performed and no device issues were identified. No issues were observed with the infusion set site. The contact changed the site and insulin delivery was resumed. Upon following up with the contact, the bg level had returned back to the target range (82 mg/dl).